Event description:
It was reported that the screen on the external pulse generator was faulty. The generator was returned for service. No patient co mplications have been reported as a result of this event.

Event description:
It was reported that the screen on the external pulse generator was faulty. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis did confirm the customer comment, the liquid crystal display was found to be out of specification and it was therefore replaced. Analysis also found that the upper and lower cases were broken, the control knobs were contaminated, both bail covers, the ring cover, both bails and the ring were missing, one printed circuit board flex was creased, the keyboard was contaminated and the window was scratched. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.